Manufacturer narrative:
The a/c adaptor has not been returned to the manufacturer. The patient was sent a replacement adaptor. An investigation will be performed but has not yet begun.

Event description:
The member alleged the charger for livongo's meter melted while plugged into a wall outlet.